Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that she experienced cellulitis and swelling on (B)(6) 2025, therefore she was taking antibiotics for cellulitis at infusion site caused by cannula. The patient also reported that she was having swelling in her legs. No further information was available.